Event description:
It was reported by the customer that a pyxis medstation es system patient was not crossing to the station, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient was not crossing to the station. A technical support specialist outlined the procedure for the customer to reintroduce the patient into the medstation. This can be accomplished by navigating to settings -> devices -> devicename -> visits (tab) and adjusting the admission inactivity days setting. Once this adjustment is made, the patient will successfully appear in the medstation. The system functioned as intended after the technical support service troubleshooted the device.